Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead broke during the explant procedure. All four electrodes and tines were left in the body during the removal of the lead. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).